Event description:
Health professional reported that after treatment to the nasolabial folds and the lips with juvederm ultra plus xc, the pt experienced "pain, discoloration, and redness." Pt was treated with vitrase, nitro paste, valtrex, medrol dosepak and antibiotics. The pt was hospitalized and diagnosed with facial arterial occlusion, ischemia and necrosis. Additional treatment included, IV antibiotics, silvadene and hyperbaric oxygen treatment.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012. Device history report summary: batch number h30l905814 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.